Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection of the device case and header revealed no anomalies. Engineers were unable to establish telemetry; thus, a memory download could not be performed. The device case was opened, and visual inspection revealed no irregularities. Testing found the battery voltage was too low to support device functions. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies. Although the observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected potential premature battery depletion, and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected potential premature battery depletion, and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.